Manufacturer narrative:
Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was inspected for any rough/sharp edges and was found to be acceptable. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, intraoperative lens removal/exchange was performed to address posterior capsular tear. A different model lens was successfully implanted. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the event was caused by patient factor and was not iol related. (B)(4).

Event description:
The customer reported that the surgeon inserted the +19.0 diopter cq2015a three piece collamer lens and discovered the posterior capsule tore. The lens was removed and a competitor's lens was implanted. No further information was available. The reporter stated the event was patient related and not due to the lens.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation codes: results (other): visual inspection of the returned lens showed a haptic and a piece of the optic was torn off and missing. (B)(4).